Event description:
This case was initially received via regulatory authority (B)(6) on 13-oct-2017. The most recent information was received on 26-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("right lower abdominal pain after insertion") in a female patient who had essure (batch no. He011g1; he011e3) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), chest pain ("pain in right chest area"), breast pain ("pain in right breast / pain in both breasts"), pain ("pain radiating from right lower abdomen into femur and sometimes into foot"), arthralgia ("pain in hip and in knee"), groin pain ("pain in groin"), vulvovaginal hypoaesthesia ("numbness in vulva area") and loss of personal independence in daily activities ("difficult to sit"). The patient was treated with surgery (hysterectomy and fallopian tubes removal by laparoscopy). Essure was removed in 2017. At the time of the report, the abdominal pain lower and pain outcome was unknown and the chest pain, breast pain, arthralgia, groin pain, vulvovaginal hypoaesthesia and loss of personal independence in daily activities had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, breast pain, chest pain, groin pain, loss of personal independence in daily activities, pain and vulvovaginal hypoaesthesia with essure. Diagnostic results: on control visit on (B)(6) 2017, essure implants were visible, right a bit deeper and native x-ray showed distance between medial ends below 4 cm. After control visit decided to perform hysterectomy and fallopian tubes removal by laparoscopy about 5 months after insertion due to the pain symptoms. Implants were normally in tubes. Batch number: he011e3 expiration date: 28-nov-2018 manufacture date: 07-nov-2015; batch number: he011g1 expiration date: 28-sep-2018 manufacture date: 20-nov-2015. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 673 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2017: quality-safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.